Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had software error detected and failed battery alarms. No harm requiring medical intervention was reported. The customer was declined troubleshooting. Customer stated that contact on battery cap are not missing or damage. The device will not be returned for analysis.